Event description:
Customer reported there was no audible tone or vibrate coming from the insulin pump. No further info was provided.

Manufacturer narrative:
Analysis revealed the insulin pump had no audible tones or vibration due to a broken transducer wire.